Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable resulting in the pump shutting off. The customers blood glucose (bg) was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address bg level. A new charging cable was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.